Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced shocking. X-rays showed that one lead migrated. Additional information was received that dissolvable sutures had been used. Surgery occurred on (B)(6) 2020 during which the lead was repositioned and re-anchored to address the issue. It is unknown which lead is related to the issue, so both leads are being reported.